Manufacturer narrative:
Additional information: h6 and h10. Section h10: additional visual observations made revealed the following: a kink was observed on the sheath shaft 7¿ from comnut. The c-marker band was present. Minor soft tip damage was observed. Scratches were observed along the sheath shaft. Due to the nature of the complaint, no dimensional analysis of functional testing could not be performed. The complaint was confirmed visually. Relevant imagery, photographs were provided to edwards and reviewed for evaluation. Based on the complaint description (¿a new esheath, 26mm sapien 3 valve and 26mm commander delivery system were opened. Valve alignment was performed lower in the descending aorta, just past the distal tip of the esheath¿) procedural video of successful valve alignment, performed on the second set of devices used in the procedure, was provided. The provided imagery, however, was not related to the complaint device being evaluated for this event. Patient access vessel characteristics showed calcification and tortuosity were present. Calcification and tortuosity present in the patient¿s vessels were observed from the 3mensio provided. During manufacturing of the esheath, the esheath and the sheath shaft components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A review of lot history revealed no additional complaints for the reported failure modes. A review of the complaint history from june 2019 to may 2020 revealed other returned complaints for the failure modes. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing nonconformances were identified in the returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the may 2020 control limit for the trend categories. The esheath, instructions for use (IFU), the commander IFU, the preparation training manual and commander procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies have been identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure. Additional assessments of the failure modes are not required at this time. The complaint was confirmed based on visual inspection of the returned device. However, no manufacturing non-conformities were able to be identified. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. Based on applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. As per the description ¿the removal of the sheath and delivery system was difficult, and some arterial calcium was noted on the system upon removal¿. As such, it is possible that additional force was applied to troubleshoot the situation, which may have caused sheath distal liner to become damaged (delamination, inversion and bunching of liner). The additional force and manipulation would have likely been applied to counter the withdrawal difficulty, which could have resulted in kinking/bent to the sheath. While a definitive root cause is unable to be determined, available information suggests that procedural factors (excessive manipulation) may have contributed to the reported event. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend categories and no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
"Duplicate report - ref. Mfgr. Report 2015691-2020-11771 submitted 2-may-2020". UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tavr procedure, after the 26mm sapien 3/commander delivery system were advance into a slightly tortuous section of the aorta, the team was unable to perform valve alignment. The decision was made to pull the commander delivery system into the esheath and remove everything as a unit. Removal of the esheath and delivery system was difficult and arterial calcium was noted on the system upon removal. There was coaxial alignment of the delivery system upon reentry into the distal end of the sheath. After the esheath was withdrawn, it appeared to have split. The patient remained hemodynamically stable; however cell saver was initiated. A new esheath, 26mm sapien 3 valve and 26mm commander delivery system were opened and prepped per IFU. The new esheath and delivery system devices were inserted, without difficulty. After successful valve deployment, the commander delivery system and esheath were removed, and brisk femoral flow was noted via angiography. A photo provided of the first esheath used during the procedure, confirmed a liner tear.

Manufacturer narrative:
Section h6 and h10: the esheath was returned to edwards lifesciences for evaluation. During the pre-deco evaluation of the esheath, liner material at the distal 2.5" was observed to be fully and circumferentially delaminated as the material was inverted. Investigation is ongoing.